Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ the customer was unable to view cultures in synapsys. No patient impact. The following information was provided by the initial reporter: unable to view cultures in synapsys - spins the wheel and then an internal server error.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01201 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd synapsys¿ the customer was unable to view cultures in synapsys. No patient impact. The following information was provided by the initial reporter: unable to view cultures in synapsys - spins the wheel and then an internal server error.